Event description:
It was reported that during a tympanoplasty surgical procedure, it was discovered that the foot control device was leaking oil. There were no delays to the planned surgical procedure. There was no spare device available for use. However, it was reported that the surgery was successful. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the pre-test could not be completed due to debris in the chamber. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.